Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken plug strap and opening. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identified sharp edge opening assessed as unidentified tear opening and broken striated in the plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on radius due to an unidentified (tear) opening. A striated broken opening in the plug strap due to surgical damage.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Manufacturer of the device is unknown. Device has been explanted.